Event description:
A malfunction alarm was reported with malfunction code malf 0, but there was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information and assisted the customer in resetting the pump, which resolved the issue as the same malfunction code did not recur. The customer was advised to continue using the pump and to call back if any further issues arose, and they acknowledged and understood the instructions.